Manufacturer narrative:
The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was used on short gastric vessels and one of the vessels opened and bled. The patient lost approximately 500cc of blood. The bleeding was stopped using a clip applier, surgiseal and floseal. The patient is reported as doing fine. The site has indicated that the device was disposed of after the procedure as the surgeon did not think the device was faulty.

Manufacturer narrative:
One sonicision cordless ultrasonic dissector was received for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed battery contact pin #16, 15, and 14, on the pin pad were damaged. Testing found the device did not activate. The cause of the failure was determined to be the damaged dissector battery contact pins and the damage can be attributed to the user. This failure would not have passed final functional testing on the production line prior to shipping as the production line does a 100% inspection and testing of all dissectors. User damaged contact pins are addressed in the instructions for use (IFU) which warns customers to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. The IFU also states: do not use damaged components, as this may result in injury to the patient or user. The IFU also provides specific instructions for attaching the battery pack to the dissector to avoid damaging the contact pins from improper attachment. This failure would not have caused or contributed to the customer's report of a stapling problem. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, the device used to take down short gastric vessels continued with stapling. Shortly after 3rd or 4th firing of stapler, one of the short gastric vessels opened and bleed. Patient lost about 500cc of blood. Patient is alive. Rep reported that the device is not returning for evaluation as the surgeon does not think the device had anything to do with the bleeding and does not think the device was faulty. Clip applier, surgiseal and floseal were used to control and stop the bleeding. Patient is reported as doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.